Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.